Event description:
A home pt (hp) received excessive air on 2 occasions while using the homechoice pro cycler for apd therapy. Prior to the start of the apd therapy, the hp performed the priming sequence of setup with the homechoice set. The hp reportedly did not check to verify that the fluid level was at or near the top of the pt line prior to connecting to it. After the start of apd therapy, the hp experienced abdominal pain, as if they had been filled with excessive air. Baxter cc related that the pt line of the homechoice set may not have fully primed resulting in air being delivered to the hp during apd therapy. Baxter cc related that the presence of air was confirmed in the hp's peritoneum and the homechoice pro cycler was brought to the training center. The training center examined the cycler and noted that air remained in the pt line of the homechoice set after the completion of the priming sequence. The homechoice pro cycler was subsequently replaced. According to the cc, the hp has since recovered.